Event description:
The patient was initially implanted with an ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure there was aneurysm enlargement. A diagnostic angiogram was performed and there was a minor type 1b endoleak coming from the right iliac artery. The physician could not see any other issues for the sac enlargement. The physician decided to coil the right hypogastric artery and extend the iliac limb with the implant of an ovation ix iliac limb into the external iliac artery. The endoleak was successfully resolved. The patient was reported as fine post-secondary procedure and was discharged.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak of the right common iliac artery and additional endovascular procedure are confirmed. The aneurysm enlargement is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that there was a type ii endoleak of the lumbar arteries and an additional endovascular procedure (coil embolization of lumbar arteries on (B)(6) 2022) that was not included in the event as reported. The type ii endoleak and additional endovascular procedure were discovered during review of the (B)(6) 2020 discharge summary and angiogram dated on (B)(6) 2024. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.